Event description:
Info from the rptr states "the cutter was not working. No further info given to the sales rep." Add'l info: this is a general complaint about the cutter malfunction. The complainant did not provide info about a specific incident.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of the product for eval.